Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the inability to charge was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was resetting.